Manufacturer narrative:
(B)(4).

Event description:
Customer reports unit "not powering up" prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the back right mounting bracket was cracked. No other issues were observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test; however the unit would not turn on. The power supply board was bypassed with a known good lab inventory board and this time, the unit navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The reported complaint of "unit will not power on" is confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2009 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reportes unit "not powering up" prior to patient use. No patient involvement reported.